Event description:
It was reported the lead was explanted due to inadequate shocks, varying impedance and oversensing. It was also reported that the lead had dislocated (tip was not far from the tricuspid valve). No patient complications have been reported as a result of this event.